Event description:
A consumer reports following bilateral intraocular lens (iol) implant surgeries, both lenses were :miss-located". The lens in the right eye is at an angle of 2.96 degrees to the optic axis, causing binocular diplopia. The consumer will not release the name of the surgeon or any identifying information for the lenses. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The consumer will not release the name of the surgeon or any identifying information for the lenses. This report was mailed to FDA on: 04/04/2008.